Manufacturer narrative:
Evaluation results: (death).

Event description:
During 5 year follow-up, it was discovered that the pt had died. This info was provided by government documents. The investigator has stated that it is not assessable whether the event is related to the device, drug or procedure.